Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
It was reported the coil prematurely detached inside the catheter during procedure.no patient injury reported.